Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was inserted and deployed on the mitral valve, reducing the mr to a grade of 1-2. On (B)(6) 2024, the patient presented with worsening heart failure (hf) symptoms (worsening quality of life limitation symptoms from shortness of breath with new york heart association (nyha) class 3 symptoms). Imaging revealed that the first previously implanted clip had completely detached from both leaflets, had embolized to the femoral artery, causing the mr to increase to a grade of 4+. On (B)(6) 2024, an additional mitraclip procedure was performed, one clip was implanted, reducing the mr to a grade of 1-2. It was noted that the procedure was successful, and the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported complete clip detachment was unable to be determined. The reported embolism, foreign body in patient, and recurrent mr were cascading events of the reported complete clip detachment. The reported dyspnea and heart failure are cascading events of the reported recurrent mr. The reported patient effects of dyspnea, embolism, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.